Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Section d4 UDI: no serial number information in the complaint.

Event description:
The following was reported to hamilton medical ag: summary: vt low alarm during ventilation.